Event description:
A patient received a burn during a MRI pelvic exam. The burn is to the right and left anterior iliac crest region.

Manufacturer narrative:
Method: the devices are being returned for evaluation. Results: no results. The evaluation has not been conducted as yet. Conclusions: no conclusions. The evaluation has not been conducted as yet. A toshiba customer engineer (ce) was called to the customer site due to a heating issues with coils. The two coils in question are being removed and replaced, and returned for investigation. Results of the investigation will be submitted in a follow-up report. Note: there are two (2) suspect medical devices involved in this incident. Device 2: model# mjas-157a/p1, serial# (B)(4), exp date: 03/2008.